Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent bilateral inguinal hernia repairs on (B)(6) 2016 and absorbable straps were used. The white tip of the device fell off after firing three to four times and was entirely removed from the patient using a laparoscopic forcep. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs and it was returned inside a clear plastic bag. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components.